Event description:
It was reported that the functional gain with the device got worse after some time. The surgeon reported that the ossicular chain of the patient shrinked and thus coupling got worse. He tried to reposition the fmt to the round window, however, during surgery, the conductive link got broken. The surgeon re-implanted the patient with a new vibrant soundbridge.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.